Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID (B)(6). It was reported that on (B)(6) 2019, the patient underwent a coronary procedure, treating a target lesion in the circumflex (cx) artery. A 2.75 x 8 mm xience sierra stent was implanted. On (B)(6) 2019, the patient was seen for a follow up visit and reported angina. The patient¿s imdur medication dosage was increased. The patient condition continues. No additional intervention was performed. On (B)(6) 2019, the patient underwent coronary angiography, due to ongoing chest pain. In-stent restenosis was noted in the target lesion, as well as the left main artery. Surgical consult was obtained and the patient underwent coronary artery bypass graft (CABG) on (B)(6) 2019. No additional information was provided.